Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat a perforation in the left anterior descending (lad) coronary artery with heavy calcification and heavy tortuosity. The 4.0x16 mm graftmaster covered stent was attempted to be advanced but could not cross the lesion due to the anatomy. Another unspecified device was used to complete the procedure. There were no adverse patient effects. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
H6: medical device problem code 1562, added. The device was returned for analysis. The reported shaft and notch separations were confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. In this case, it is likely the device interacted with the heavily calcified and heavily tortuous lesion during advancement causing the reported failure to advance. Continued handling and/or manipulation of the device during the reported difficulties likely resulted in the reported shaft separation. The guide wire notch separated during removal; therefore, there is the potential for the separated portion of the notch to remain in the patient. There is no indication of a product quality issue with respect to manufacture, design or labeling. H6: health effect - clinical code 4582 removed; 2687 added. H6: health effect - impact code 2199 removed; 4614 added.

Event description:
It was reported that the procedure was to treat a perforation in the left anterior descending (lad) coronary artery with heavy calcification and heavy tortuosity. The 4.0x16 mm graftmaster covered stent was attempted to be advanced but could not cross the lesion due to the anatomy. Another unspecified device was used to complete the procedure. There were no adverse patient effects. There was no clinically significant delay in the procedure. Subsequent to the initially filed report, returned device analysis identified that the hypotube was separated and the guide wire exit notch was separated and not returned. The account was aware of the separations. The proximal shaft was simply withdrawn; however, the guide wire exit notch separation occurred when the entire system was being withdrawn from the anatomy. Therefore, there is the potential the separated portion remains in the patient. No additional information was provided.